Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's left hip was revised due to dislocation. The surgeon was dissatisfied with the alignment of the entire construct and revised the entire hip. Revision implants included a restoration modular stem.